Event description:
It was reported that every time the patient¿s pump ran dry they had to go to the emergency room. It was noted the patient¿s healthcare professional (hcp) had dismissed them in november. The reporter stated they were paralyzed and everyone in their family has an suv and it was difficult for the patient to get in their vehicles. It was noted the patient¿s pump contained baclofen, but they did not know how much or when the pump needed to be refilled. It was further noted the last time the patient was in the emergency room was at the end of february. The reporter stated they were going to have to go to the emergency room in a few days. The reporter further stated they were starting to have spasms and seizures that all started in february. It was noted the patient was put in the hospital the last time so someone could refill the pump. It was further noted the patient had previous hcps that had no problems with the patient, but they were in pennsylvania. The reporter stated they were going to go to the hospital and have them take it out. It was noted the patient last saw their hcp in october. The pump contained baclofen. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).